Event description:
Dr kahn injected a female pt with two radiesse syringes into the midface and the bilateral nlf and marionette lines on (B)(6) 2014. The pt reported to him 3 hours post injection that her lips and the perioral area were swelling and that she appeared to be having an anaphylactic reaction. The pt went to the emergency room (ER) when symptoms appeared. She was treated with steroids and antihistamines and was admitted overnight. Dr (B)(6) followed up with her on 2 days post injection and pt reported a 50% reduction in swelling. He followed up again on (B)(6) 2014 and pt reported to be doing okay although complained of some tenderness and hardness in the cheek area and did report some bruising. He indicated that these symptoms were normal for this amount of time post injection. Pt then called dr (B)(6) on (B)(6) 2014 and reported swelling again around the eyes when she woke up. The pt returned to the ER and dr (B)(6) is unaware of the treatment she received. On (B)(6) 2014, (B)(4) at merz spoke with dr (B)(6). Potential allergies to the product and gel carrier were reviewed possibly as the pt reacted quickly post injection.

Manufacturer narrative:
They also reviewed a c1 esterase inhibitor deficiency as well as an ige mediated type 1 reactions as an immediate histamine reaction as well. Dr (B)(4) spoke with dr (B)(6) on (B)(6) 2014. The pt initially presented with angioedema localized to the lips and lower face four hours after an uneventful injection. She was treated in the ER with antihistamines and steroids and released home. She did well until the following week when she again developed swelling this time full facial edema. She did report her lips closing shut but I have not confirmed actual laryngeal edema. She was admitted and treated again with steroids and antihistamines. She was released on (B)(6) 2014 and was stable but not quite at baseline. The pt will see an allergist later this week. Dr (B)(4) recommended a work up for acquired angioedema as well as any other allergy testing the allergist recommends. The further discussed the (B)(4) as gel ingredients that have been associated with rare reactions in the past. On (B)(6) 2014, dr (B)(6) reported the pt is under allergist's medical care and is improving. The swelling is down, however, not quite resolved. The device history records for reported radiesse lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.